Event description:
Patient experienced erythema, edema, pain and effusion approximately seven weeks post peroneal tendon repair with orthadapt augmentation. The symptoms responded to treatment with steroids and immobilization but resumed after patient started walking again. The graft was removed approximately seven weeks post-implant.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Based on the available case information, and communication with the surgeon's associates, the reported case is likely due to surgical technique involving wrapping and fixation of the orthadapt around tendon, which could have triggered irritation to the surrounding tissue, and the inflammatory reaction seen on the path report findings. In addition, an allergic component could not be ruled out. The correct orthadapt fixation technique in the peroneal tendon repair has been communicated with the implanting surgeon. The manufacturer of the device at the time was pegasus biologics, inc. Synvois orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.